Manufacturer narrative:
Conmed corporation received four (4) "unopened" packages containing the core entree ii 5-12mm valve/reducer for evaluation. Visual examination of the returned products found the packages with small creases in the sealing area on the straight seal of the package (seal opposite chevron seal). It appears that there may be small channels through the seals. These devices were transferred to packaging engineering test lab for dye leak testing and were confirmed for two (2) of the devices that exhibited failures of the leak test on (B)(6) 2015, resulting in a breach of sterility. The other two (2) devices exhibited intact sterile barriers. The lot was manufactured on 10-mar-2014. A review of the device history record for this lot found no ncr's and no noted discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the creases found in the seals is due to inadequate placement of the devices onto the bar sealer that is most likely related to operator error, or, the pouch packaging was damaged prior to sealing and was missed on inspection. Of the two hundred (B)(4) units from this lot shipped to the distributor, there were only (B)(4) units found with creases in the seals by the distributor inspector, who performed 100% incoming inspection of all devices. In addition, of the lot containing (B)(4) total units, there are no other similar complaints received. A two year review of product history for this device family showed this reported complaint as an isolated incident for this product family regarding insufficient sterile seals. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4). The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, "creases" were found in the sealing areas of four (4) sterile packages containing the core entree ii 5-12mm valve/reducer. Testing results confirmed that two (2) of the returned packages failed the dye leak test on (B)(6) 2015. There was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.